Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally administered a 10 unit. The customer's blood glucose (bg) level subsequently decreased to 17 mg/dl. Customer consumed carbohydrates to address bg. The customer required third party assistance from an ambulance, but they did not provide any further details. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.